Event description:
A customer reported that their pump declared alarm 20 during pumping, and the issue did not lead to an adverse impact on their blood glucose level. Despite efforts to resolve the issue by loading a new cartridge with the help of technical support, the cartridge alarm recurred, and insulin therapy could not be resumed. Technical support decided to replace the pump, verifying that it was still under warranty. The customer planned to use multiple daily injections (mdi) as a backup insulin therapy and was instructed on returning the defective pump.